Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. This is a combined initial + final report with investigation results included. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with other empirical evidence based on information provided by the clinical specialist and physician. Available information suggests patient factors (i.e., previous complete avsd, ppm in situ, prev vsd repair, rvot-pa conduit, pulmonary valve replacement, and pulmonary artery stenosis, abnormal septum) and difficult imaging likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where during the procedure, a single leaflet device attachment (slda) occurred. The imaging was difficult, and the septum was abnormal which made steering difficult. The clinical specialist recommended this was a red case with a high risk of slda prior to the procedure, but it was decided to attempt the case as the patient was symptomatic and had no surgical option. A p10 device was deployed on to the medial and lateral leaflets with good reduction of mitral regurgitation (mr). On removal of the guide sheath (gs) at the end of the case, imaging was done to further assess the valve and it was then noted that there was an slda. As the implant system (is) had been removed, it was decided that no further treatment should be attempted. Starting mr grade was severe, and final mr grade was 4. Patient had no ill effects secondary to the slda. At the time of this investigation, the plan was to re-assess the patient at a later stage.